Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate reading. Customer's blood glucose at the time of the call was 49 mg/dl. It was not noted how the low blood glucose was treated. The customer was advised that the sensor would be replaced. Product will not be returned.